Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon deflation issue occurred. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation and inflated at a nominal pressure for 20 seconds. However, the balloon was having trouble in deflating. The device was removed and completed the procedure with another of the same device. There were no patient complications reported.